Event description:
It was reported that a physician trained in the use of the proglide device attempted to achieve arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed and a second proglide device was used with the same results. The method how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.device #2 - proglide (part #12673-03; lot # unk), is being filed under a separate medwatch MFR number.